Event description:
It was reported by service report that the head right side rail was stuck in the up position and unable to lock and the ground prong was missing from the power cord. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - timing link.